Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the vascular planned treatment was being performed at the time of event occurred and was completed with a delay of less than 20 minutes, by restarting the system. The philips field service engineer (fse) visited system onsite and confirmed that the stand movements were not available. The review of system logfiles shows motorized assembly error (axis=long). To resolve the issue, in another work order, the fse replaced longitudinal of stand floor and performed functional tests, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation with a minor delay of less than 20 minutes. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure with no or minor delay. A stand movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips the system gave an alert indicating some stand movements were not available. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.